Event description:
The recipient reportedly experienced recurring infections and device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly underwent another revision surgery on (B)(6) 2018. The recipient presented with bleeding for 1 week at the implant site prior to explantation surgery. The recipient's infection resolved. The external visual inspection revealed damage to the silastic overmold on the bottom cover side. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced recurring infections and device extrusion. The recipient was prescribed more antibiotics, however, the infection did not resolve. The recipient's device was explanted.